Manufacturer narrative:
The manufacturing date was not available.

Event description:
It was reported that the patient presented with right ventricular (rv) lead and atrial lead vegetation and infection. The physician explanted the rv lead and the atrial lead. The patient is stable.

Manufacturer narrative:
Correction: b3.